Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at post op check, a moderate pericardial effusion was noted on an echocardiogram. On (B)(4) 2017 a pericardiocentesis was successfully performed. An echo cardiogram was performed on (B)(6) 2017 which confirmed the effusion had been resolved.